Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
After review of medical records, the patient was revised to address a late hematogenous deep infection with pain, redness and swelling. Intraoperatively, purulent-appearing fluid was encountered. Prior to revision, an arthrocentesis was done revealing 30, 900 white blood cells with 97% polys and 3% monocytes. Lab results show elevated esr. Patient reports night sweats. Doi: more than 1 year prior to the revision. Dor: (B)(6) 2008, (hole eliminator, femoral head and acetabular liner), left hip. Stem was not revised.